Manufacturer narrative:
Explant was reported due to regurgitation and a leaflet tear. The investigation found that leaflet 3 was torn, with mild thinning and loss of collagen present at the tear site. Leaflets 1 and 2 contained calcifications. There was fibrous pannus ingrowth on the outflow surface of leaflet 2. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the tear could not be conclusively determined; however the fibrous pannus ingrowth and calcifications had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation which could lead to leaflet tears and reduced durability. In addition, the degenerative changes noted to the tissue could have contributed to the tear formation.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2015, 21mm sjm trifecta valve was implant. On (B)(6) 2021, the valve was explanted due to aortic regurgitation and upon explant a leaflet tear was observed on the base of right coronary cusp (rcc) and on the stent post between the rcc and the non coronary cusp (ncc). A new non-abbott valve was successfully implanted. The patient was reported to be in stable condition. The patient did not present with any known symptoms prior to the explant procedure.